Event description:
It was reported that a pt had not received any pain relief since his pump implantation. During a pt's refill, the physician withdrew the entire 20 ml of drug that had been inserted into the device at implant one month earlier. No alarms were noted upon interrogation. The physician was unable to withdraw from the catheter access port (cap). The physician stated that nothing looked "unusual" on the x-ray. The pt had a catheter revision procedure the next day. During the revision, the distal portion of catheter was replaced and an unsuccessful attempt was made to withdraw from the side port. The pump pocket was opened and the catheter was disconnected. The physician was still not able to withdraw anything or "push anything through" the catheter. The lateral incision at the tunnel midpoint was opened, the catheter was cut. The physician was unable to withdraw or "push" fluids and decided to replace the remaining proximal portion of the catheter. During this removal, the physician discovered that the anchor of the new distal catheter was occluding the pathway. The catheter was re-anchored and the proximal catheter was replaced. The physician was able to easily withdraw cerebrospinal fluid (csf) through the side port of the pump once everything was connected. The pt was prescribed a daily dose of 1 mg/day. The drugs being administered via the pump were morphine (concentration 10 mg/ml), clonidine (concentration 25 mcg/ml) and compounded baclofen (concentration 25 mcg/ml). Per the reporter, the physician stated that the pt was "getting some therapy effect two (2) days later." The explanted catheter was discarded after surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient's catheter was found to be "kinked" six weeks after implantation. During that time, the patient thought he was receiving the drug, but he wasn't.